Event description:
The initial reporter received questionable ise indirect k for gen.2 result for one patient sample tested on the cobas integra 400+ analyzer. The reporter stated that they have been performing calibrations and qcs more frequently. The initial result was reported outside of the laboratory. The doctor questioned the result which prompted a rerun of the sample. The medical director also asked the customer to check the analyzer. The initial result was 6.6 mmol/l with a repeat result of 4.7 mmol/l. The repeat result was deemed correct. The potassium electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer noted that the electrode rings and mix tower rings were all in place. The customer cleaned the ion-selective electrode (ise) mix tower (mt) that had precipitates on it. The potassium calibration performed on (B)(6) 2022 showed out-of-range alarms. The potassium qc on (B)(6) 2022 showed calibration parameter changes. The instrument information revealed "clot detected', "no fluid detected", "ise activator empty" and "ise controller hardware problem" alarms during the issue timeframe. The field service engineer (fse) inspected the instrument and did not find any issues in the ise module. He performed diagnostic ise checks with acceptable results. He performed an ise precision test using pooled patient samples with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.